Manufacturer narrative:
Investigation summary: initial data review showed amplification curves "hotter" than the kit positive control. The curves were consistent with amplification seen in the presence of target. The customer decontaminated and repeated the processed samples, resulting in all negative. A re-collection confirmed negative. The conclusion is that there was a contamination event that led to the false positive results which was resolved with decontamination. Technical tips were given for contamination prevention with training new technicians. Root cause: customer procedural error. Source: email.

Event description:
Customer reporting suspected false positive sars result on 2 rows of samples in the microplate that are suspected to be negative. No confirmation testing on the samples have been performed. It was noted by the customer that they have been training new technicians recently on this test. (Each sample will be reported as a separate event.)